Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. Further, the recipient experienced a detoriation of residual hearing, which might have contributed to the decrease in hearing performance. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user_s performance with the device is affected. Reportedly in situ measurements showed 4 affected channels already in late 2020, however the clinic noticed in october 2021 that there had been a drop in performance with the device. The user was reimplanted on (B)(6) 2022.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Further, the recipient experienced a deterioration of residual hearing, which might have contributed to the decrease in hearing performance. However to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received yet.

Event description:
The users performance with the device is affected. Reportedly in situ measurements showed 4 affected channels already in late 2020, however the clinic now noticed that there had been a drop in performance with the device. The user was only wearing the device for 3 hours per day. Therefore, before considering re-implantation it will first be attempted to encourage more consistent use of the device. Further information was requested but no update was received.

Event description:
The users performance with the device is affected. Reportedly in situ measurements showed 4 affected channels already in late 2020, however the clinic now noticed that there had been a drop in performance with the device. The user will wear the device more consistently before further steps are considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.